Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17594. The pt received 2 model 3149 scs leads with the same lot number and 2 model 3166 scs leads with the same lot number. It was reported the pt's scs system was explanted due to the pt no longer liking stimulation which resulted in the pt no longer using the system.